Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred during diagnosis of procedure. The procedure was aborted and completed by using another system. Philips field service engineer (fse) examined the system on-site and confirmed the reported problem. After reviewing log, it found communication errors were occurring between the suite pc and the generator. During a visual inspection, fse found that the led on row six was off, indicating a power loss from the main interface unit. Upon checking the dc voltage, it showed no voltage. Fse confirmed the main interface unit was defective and replaced it, but the issue persisted. Further analysis revealed the point wasn't signalling the mcu for startup. The cause of the reported malfunction conclusively determined by the supplier's parts analysis that the failure have power inverter certeray, however the replacement of the power inverter by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The user performed multiple reboots, but the issue still remained. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.